Event description:
It was reported from (B)(6) that the reciprocating saw attachment device was frozen and did not function. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that organic debris, medical matter, and corrosion were clearly observed and were a typical result of insufficient cleaning after clinical procedures. The assignable root cause was determined to be due to improper cleaning due to user error, misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.